Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited inappropriate shock. Chest x-ray was performed and confirmed rv lead dislodgement. The rv lead was explanted and replaced. Patient condition was stable.